Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the vanc3 (online tdm vancomycin gen.3) assay on a cobas 6000 c (501) module. The sample initially resulted in a vanc3 value of 40.4 g/ml. The result was reported outside of the laboratory and questioned. The patient sample was repeated on a second analyzer, resulting in a value of 21.1 g/ml. This result matches the patient history and is deemed correct. The patient sample was repeated on the initial analyzer, resulting in a value of 19.0 g/ml. The vanc3 reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The vanc3 reagent lot number was 59381501 with an expiration date of 31-may-2023. The field service engineer (fse) checked the instrument and found no issues. The instrument was verified by precision testing with qc material. Calibration was last performed on (B)(6) 2022 and was acceptable. The customer provided incomplete qc data for investigation. The customer stated qc was acceptable. The customer used a centrifugation time of 5 minutes. This spin time may be shorter than recommended. The customer provided incomplete instrument alarm information for the investigation. The investigation did not identify a product problem. The cause of the event could not be determined.